Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a planned explant with patient reason as "blurry distance vision" and clinical reason as "unmet expectations". Additional information received stating that, it was unclear why the patient's vision remains blurry. His ocular surface was clear, the lens was well positioned, there was no pco, and no cme. Refraction to obtain 20/20 dva was dispensed but the patient felt this did not improve his quality of vision. He stated the images remain blurry and indistinguishable at distance. He was pleased with his intermediate and near vision, but feels disabled with his distance vision, therefore, he wishes to have the lens explanted and exchanged for a monofocal lens, targeting distance. It was unsure if the patient symptoms were due to loss of contrast sensitivity. Surgeons prognosis noted to be good and there was no further impact to the patient.